Manufacturer narrative:
Saltiel, bize, goetti, gallusser, cherix, denys, becce, tsoumakidou (2020). Cryoablation of extra-abdominal desmoid tumors: a single-center experience with literature review. Mdpi, diagnostics 2020, 10, 556; doi: 10.3390/diagnostics10080556. Date of event: true event date is unknown. Event date is entered as date of the article. At this time there is no further information available to report. If further relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported via journal article titled: "cryoablation of extra-abdominal desmoid tumors: a single-center experience with literature review" that complications of fistula and nerve palsy occurred. The article presented the findings of a retrospective, single-centre review summarizing the outcomes of 10 patients with desmoid tumours receiving cryoablation from november 2012 to march 2020. The patients received treatment with either galil medical ice-seed, ice-sphere or ice-rod cryoablation needles. The study reported two serious adverse event complications: one grade iii colo-cutaneous fistula requiring surgical excision and one grade IV complication peroneal nerve palsy required surgery with nerve grafting and tendon transfer.